Event description:
It was reported that the programmer did not boot up, or took "forever" to boot up. The programmer was returned for service. There was no indication of any patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis confirmed the programmer took about five minutes to boot. As a result software was reloaded. No other anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.